Event description:
Subsequent to the initial report, a supplemental is needed for a correction to h6.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: if follow-up, what type - correction. H6: event problem and evaluation codes - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "pair new transmitter" message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and the allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection with the reported allegation. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.